Event description:
Related manufacturer reference number: 2017865-2021-29964. It was reported that patient presented in clinic for device check. Interrogation of patient's implantable cardioverter defibrillator (ICD) showed that many of the left ventricular (lv) vectors exhibited high, out of range impedance measurements. As a result, MRI mode could not be enabled and the MRI could not be performed. No intervention was performed. The patient was stable throughout.